Manufacturer narrative:
The monopolar curved scissors instrument related to this complaint has been received, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the monopolar curved scissors instrument (part # 470179-19 /lot# n12201130 0461) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system (B)(4). The instrument had 1 use remaining after the last use. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported based on the following information. The monopolar curved scissors instrument had a damaged wire identified during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors instrument was found to have the cable broken while dissecting tissue using the energy. A similar backup da vinci instrument was used. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage identified. The customer could not remember which cable was broken. Arcing was not observed. There was no patient injury nor burnt tissue. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell into the patient. No photographic images of the devices or a video recording of the procedure were available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "while dissecting tissue using energy during myomectomy, cables have been broken and it could damage others instead of targeting place." Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal ide pulley. The frayed cable strands stuck out at the wrist. No missing material. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10 failure analysis information can be found in the following fields: h6 and h10.